Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronics indicated that the insulin pump had broken battery compartment. The setting were erased while swapping out for new battery. The insulin pump had blurry screen. No delivery alarms also occurred. Insulin pump squirts insulin during priming and buttons sticking harder to press. No harm requiring medical intervention was reported. It was unknown that customer was using auto mode or not. The product will not be returned for analysis. Frn-mmt- reservior, unomed set.